Event description:
The customer reported that the sys would shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced. The sys was found to be working as intended.